Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 42 mg/dl. The customer was treated with 1/2 glass of orange juice. The customer has been experiencing low blood glucose for a month and a half. The customer was advised to speak with health care provider regarding low blood glucose the customer was advised to monitor pump. The customer advised that she working with the health care provider to do adjustment.